Manufacturer narrative:
(B)(4).

Event description:
Information was received from a representative regarding a patient in (B)(6) who was receiving baclofen 2000 mcg/ml at a dose of 610 mcg/day via an implantable pump. It was reported that during normal use the patient came to hospital with the pump in an alarm. The pump was read and the cause of the alarm was identified as a motor stall that had occurred on (B)(6) 2015 and the stall had not yet recovered. Any kind of electromagnetic cause was excluded. The estimated elective replacement indicator was 49 months. The patient was hospitalized to be monitored and was now compensated with 25 mg of oral baclofen three times daily (75 mg/day). The pump was planned to be explanted planned on (B)(6) 2015. The issue was not resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. The lot number, specific type of baclofen, concomitant medications, and medical history were not obtainable. However, additional information has been requested regarding the indication for use, patient symptoms, presence of tube set message, available logs, and status of the device. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 additional information was received from the representative. The indication for use of the implanted pump system was spasticity. As a result of the stall the patient experienced hypertone increase. Pump logs from (B)(6) 2016 noted that the pump had stalled on (B)(6) 2015 at 12:39, an active alarm silenced on (B)(6) 2015 and a pump period may exceed tube set message occurred on (B)(6) 2015 at 12:39. There were no safe rate or low battery messages. No diagnostic testing or troubleshooting occurred. The pump was to be returned after the quarantine in pharmacy as institutional protocol. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.